Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's first ins only lasted 3 years when it was supposed to last 5 and the ins was explanted. When asked why the ins was replaced after 3 years the patient stated 'they weren't sure, they thought maybe something was wrong with device'. The patient said their second and third devices lasted 5 or more years. No symptoms were reported. No further complications were reported.